Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and they were unable to map, had visualization issues, carto was not recognizing the catheter and there was interference on all electrocardiogram signals. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. It was then tested for electrical performance, stockert compatibility, thermal sensor response and carto recognition. The catheter failed all tests. Catheter was dissected and corrosion on the pc board was observed. A cool flow pump test was performed and the catheter failed, a leakage was observed at the piston area. Further investigation revealed that irrigation tube was broken at piston transition, causing the leakage and the corrosion found at the pc board area. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and they were unable to map, had visualization issues, carto was not recognizing the catheter and there was interference on all electrocardiogram signals. Settings during the event include: power settings of 30 watts, temperature control mode at 45 degrees and impedance cut off at 250 ohms. Per 21 cfr, part 803, this complaint is reportable because interference on all signals could potentially contribute to a death or serious injury.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4). As lot #: 16027380m was provided the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical product used: product name: carto® 3 system, us catalog #: unknown, serial #: unknown. (B)(4).